Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). A 3.25mm x15mm nc emerge balloon catheter was advanced for post-dilatation of a previously implanted stent. However, during the third inflation at 16 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.